Manufacturer narrative:
Additional information: deflation with a syringe was attempted but it did not work. The balloon size was smaller than the blood vessels, so it was removed from the body without being punctured. There were no removal difficulties. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use an amphirion deep pta balloon during patient treatment. Balloon deflation difficulties are reported. It is reported the device would not deflate at the lesion site. The procedure was completed using a new medtronic device. No patient injury reported.

Manufacturer narrative:
Device evaluation the amphirion deep pta catheter was received with crystalline residue within the balloon chamber. The balloon catheter¿s inner guidewire lumen appears to be stretched and undulated from being inflated. A 20cc waterfilled syringe was attached to the proximal hub luer lock and the guidewire lumen was flushed; a clear steady stream of fluid was observed exiting the distal end of the catheter. Due to the undulate nature of the guidewire lumen within the balloon chamber the discission was made to not load a guidewire. A 20cc waterfilled syringe was attached to the inflation lumen luer lock of the y-manifold and a vacuum was pulled. The vacuum could be maintained indicating no presence of a leak. An attempt was made to inflate the balloon chamber, but the balloon could not be inflated, most likely due to the dry crystalline residue within the inflation lumen. A 20cc water filled syringe with manometer was att ached and the catheter was pressurized to the balloon catheter¿s rated burst pressure of 14 atm. After approximately 5-minutes of rated burst pressure the balloon inflated when the crystalline residue within the catheter¿s inflation pathway was dissolved. The balloon was able to hold its nominal pressure of 7atm, (photo 8), and rated burst pressure of 14atm. A vacuum was pulled but the balloon chamber would not deflate. The balloon chamber¿s proximal radiopaque marker band has been pulled into the balloon chamber¿s proximal balloon con. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.